Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas from an emergency room for troubleshooting of a no power issue. Troubleshooting of the power issue indicated that the patient was inserting the battery backward. After the patient reinserted the battery in the correct orientation, the pump was able to power on appropriately. The patient disconnected the call prior to providing information regarding the emergency room visit. Animas attempted to follow up with the reporter but has been unsuccessful at this time. It is unclear if the emergency room visit was diabetes or pump function related. This report is made based on the allegation that the patient may have required an emergency room visit related to use error.

Manufacturer narrative:
Follow-up #1: date of submission: 12/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: the pump's black box from the date of the alleged issue had been overwritten due to continued use of the pump. There was evidence of corrosion observed in the battery compartment. During the 24 hour duration test, the pump lost power.